Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detached from the one leaflet and remained attached to the other leaflet and then detached and embolized to the right ventricle. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional tricuspid regurgitation (tr) with a grade of 4. Imaging was noted to be difficult, and there was a wide coaptation gap. The clip delivery system (cds 60820u145) was advanced and grasping was noted to be difficult. The clip was deployed on the anterior/septal leaflets; however, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was deployed on the posterior/septal leaflets, and the procedure was discontinued. The tr remained at 4, with two clips implanted. On an un-specified date, a follow up echocardiogram was performed, and there was no noted change from the previous imaging. On (B)(6) 2017, a second mitraclip procedure was performed for treatment of the tr. At the beginning of the procedure, it was found that the slda clip had completely detached from the anterior leaflet, and was stationary in the right ventricle. A cds was advanced in an attempt to reduce the tr, but the leaflets could not be grasped. No clips were implanted, and the procedure was discontinued with unchanged tr. The patient was confirmed to be stable, and no further treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of emboli and failure to retrieve mitraclip nt system component, as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. The mitraclip instructions for use states that the mitraclip nt clip delivery system is indicated for the reduction of significant symptomatic mitral regurgitation due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery. The reported use error was associated with the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. All available information was investigated and the reported difficulty grasping, single leaflet device attachment (slda) and complete clip detachment appear to be related to the challenging patient morphology/pathology and user technique/procedural circumstances. The reported embolism and foreign body in patient were due to the complete clip detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.